Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with injection vancomycin (1 gm at once) and injection piptaz (4.5 gm, two times in day) intravenously (IV) for the event of peritonitis. The patient¿s outcome was unknown and the action taken with dianeal therapy was not reported. No additional information is available.